Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitation, discomfort in their chest and breathing difficulty. It was noted that the right ventricular (rv) lead had pacing failure. An x-ray revealed the rv had dislodged due to insufficient fixation. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.